Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, malformed staples were deployed after the second firing with gold reload. One gold reload was used before this event. Changed to blue reload; but still had the same issue. Changed another blue reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that two cartridge reloads were returned for evaluation. Cartridge (a) was received fully fired and with 22 drivers out of position and missing, making the reload non-functional. Cartridge (b) was received fully fired and in good visual condition. Although no conclusion could be reached on what caused the drivers to fall and be out of their intended position, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported malformed staples event could not be confirmed due to the condition of the reloads. The batch record was reviewed and no anomalies were noted during the manufacturing process.